Event description:
The customer requested a device event log review. The nurse filled the buretrol with 10cc of versed from a 100mg per 100cc bag. After 2 hours, the nurse noticed that most of the versed was infused form the buretrol. The pt's vital signs remained stable and the pt remained arousable, suffering no decrease in her level of consciousness. The pt did not require any interventions as a result of the event.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Log review pending. The event log has been received. A follow up report will be submitted once the device event log evaluation has been completed.